Event description:
(B)(4): it was reported that a button from a light handle cover allegedly fell out of the cover and onto a patient drape during a surgical procedure. There was no adverse consequence reported.

Manufacturer narrative:
It was reported that this event occurred with patient involvement during a surgical procedure, however, there was no adverse consequence to the patient or user reported as a result of this event. The customer did not provide any information on the patient. The light handle cover involved in this report has not yet been returned to the manufacturer for evaluation. Additional investigation is ongoing. The catalog number provided is for the sterilizable handle cover which is the component identified as allegedly malfunctioning. Evaluation summary: the cover has not yet been returned to the manufacturer for additional evaluation. As a result, no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no report of any adverse consequences to the patient or caregiver. This is not a single use device.